Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the patient had sudden onset of swelling and instability in knee when tibial insert dislodged from baseplate.